Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen') and dementia ('forgetfulness like dementa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included baclofen, gabapentin, nortriptyline, ondansetron, rizatriptan, sumatriptan and topiramate (topamax). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("head pain"), pain ("whole body nurting"), thyroid disorder ("my thyroid was never able to regulate"), alopecia ("hair loss"), dyspareunia ("pain with sex"), loss of libido ("loss of libido"), abdominal distension ("stomach bloat ebelly"), menorrhagia ("periods for 3 months / heavy periods"), arthralgia ("joint pain"), neck pain ("neck pain"), occipital neuralgia ("head pain (occipital neuralgia)"), fibromyalgia ("fibromyalgia like pain"), tooth fracture ("fillings dalling out to teeth"), dental caries ("teeth decay"), feeling abnormal ("brain fog"), dementia (seriousness criterion medically significant), migraine with aura ("migraines with aura"), dyspnoea exertional ("breathing exercises"), pain in extremity ("pain comes down my arm"), eye pain ("eye pain") and vision blurred ("vision blurry in right eye") and was found to have weight increased ("weight gain/weight 120 lbs"). The patient was treated with surgery (essure removal). Essure was removed in 2017. At the time of the report, the abdominal pain, weight increased, headache, pain, thyroid disorder, alopecia, dyspareunia, loss of libido, abdominal distension, menorrhagia, arthralgia, neck pain, occipital neuralgia, fibromyalgia, feeling abnormal, dementia, migraine with aura, dyspnoea exertional, pain in extremity, eye pain and vision blurred outcome was unknown and the tooth fracture and dental caries had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dementia, dental caries, dyspareunia, dyspnoea exertional, eye pain, feeling abnormal, fibromyalgia, headache, loss of libido, menorrhagia, migraine with aura, neck pain, occipital neuralgia, pain, pain in extremity, thyroid disorder, tooth fracture, vision blurred and weight increased to be related to essure. The following information was received from social media: weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen') and dementia ('forgetfulness like dementia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included baclofen, gabapentin, nortriptyline, ondansetron, rizatriptan, sumatriptan and topiramate (topamax). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("head pain"), pain ("whole body hurting"), thyroid disorder ("my thyroid was never able to regulate"), alopecia ("hair loss"), dyspareunia ("pain with sex"), loss of libido ("loss of libido"), abdominal distension ("stomach bloat ebelly"), menorrhagia ("periods for 3 months / heavy periods"), arthralgia ("joint pain"), neck pain ("neck pain"), occipital neuralgia ("head pain (occipital neuralgia)"), fibromyalgia ("fibromyalgia like pain"), tooth fracture ("fillings falling out to teeth"), dental caries ("teeth decay"), feeling abnormal ("brain fog"), dementia (seriousness criterion medically significant), migraine with aura ("migraines with aura"), dyspnoea exertional ("breathing exercises"), pain in extremity ("pain comes down my arm"), eye pain ("eye pain") and vision blurred ("vision blurry in right eye") and was found to have weight increased ("weight gain/ weight 120 lbs"). The patient was treated with surgery (essure removal). Essure was removed in 2017. At the time of the report, the abdominal pain, weight increased, headache, pain, thyroid disorder, alopecia, dyspareunia, loss of libido, abdominal distension, menorrhagia, arthralgia, neck pain, occipital neuralgia, fibromyalgia, feeling abnormal, dementia, migraine with aura, dyspnoea exertional, pain in extremity, eye pain and vision blurred outcome was unknown and the tooth fracture and dental caries had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dementia, dental caries, dyspareunia, dyspnoea exertional, eye pain, feeling abnormal, fibromyalgia, headache, loss of libido, menorrhagia, migraine with aura, neck pain, occipital neuralgia, pain, pain in extremity, thyroid disorder, tooth fracture, vision blurred and weight increased to be related to essure. The following information was received from social media: weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: two fu's processed together. Social media content received: new events medical device removal, head pain, whole body hurting, my thyroid was never able to regulate, hair loss, pain in abdomen, pain with sex, loss of libido, stomach bloat ebelly, heavy periods, periods for 3 months, joint pain, neck pain, fibromyalgia like pain, fillings falling out to teeth,teeth decay, brain fog, forgetfulness like dementia, migraines with aura, breathing exercises, pain comes down my arm, eye pain, vision blurry in right eye were added. Concomitant medications beclofen topamax, gabapentin nortriptyline, ondansetron and sumatriptan were added. On 23-mar-2020: two fu's processed together. On 23-mar-2020: no new information. On 23-mar-2020: the outcome of the events "dental caries", "tooth fracture" were amended, new reporter was added. On 29-apr-2020: correction due to discrepancy between coding action item and match point coder query. Event dementia recoded dementia nos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.